Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email on (B)(6) 2018 that the insulin pump was cracked by the reservoir compartment and that the reservoir is no longer held in place very well. Customer also reported issues with battery longevity and rewind speed. No blood glucose was provided. No symptoms or treatment were reported. Troubleshooting was not performed. Product will not be returned for analysis.